Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00551.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00551. It was reported during follow up the patients symptoms have resolved.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00551. It was reported the patient went to the emergency room with nausea, chills, and headache following trial lead explant. The patient received a blood patch on an unknown date. No further information is known at this time.

Event description:
Device 1 of 2. Reference MFR. Report #3006705815-2019-00551.